Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. We were unable to perform any test due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported via phone call by the customer's mother that the insulin pump had a blank display. The customer's mother stated she changed the battery and it turned on, but after about two hours it turned back off. The customer's blood glucose was 300mg/dl. After troubleshooting, the customer's mother stated the display did not return. Advised the customer the insulin pump will be replaced, discontinue and revert to back up plan.